Manufacturer narrative:
Baxter received and evaluated the device. The reported condition was verified. The device was found out of specification in relation to the reported device not charging, which was observed during evaluation. The unit was connected to the alternating current (ac) power source and it was not able to charge battery properly causing that the battery drains its voltage and present battery depleted (battery depleted). A review of the event history log identified the symptom as battery low and battery depleted messages. The cause was determined to be a damaged alternating current power adapter. The alternating current power adapter was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump was not charging. The problem occurred in the maternity area. There was no patient involvement. No additional information is available.